Manufacturer narrative:
No sample was returned to manufacturing for evaluation. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacture of the reported batch that would have contributed to this complaint. No additional complaints have been received for this lot code/complaint type. A root cause cannot be determined based on current available data with no sample received. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received for evaluation and no valid lot number information has been confirmed by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that a viscoelastic product was used during a cataract surgery. After the viscoelastic was injected into the eye, the patient experienced a posterior capsule tear. Additional information has been requested.